Event description:
The surgeon inserted a competitior's lens using the indigo-p injector. Upon insertion into the eye the lens back haptic tore off. The incision was enlarged to remove the lens. The cause of the event that a +33.o dopter iol was harder to push through injector because of thickness-causing fracture @ hinge location. Surgery was completed using another lens that was inserted with forceps. The patient's postoperative day 1 had corneal edema. Patient's current prognosis & treatment good.